Event description:
The customer reports during an unspecified procedure using a 24 fr resection sheath, the sheath broke and device fragments remained inside the patient (the doctor was not able to retrieve them). There were no adverse effects to the patient as a result of the retained device fragments. The patient was scheduled for a second surgical procedure approximately three months later to remove the device fragments (successfully completed). The patient is expected to make a full recovery.